Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, approximately 1 year and 8 months ago, the doctor noticed glistening in the implanted lens. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to right eye.

Manufacturer narrative:
The product was not returned. A photo was provided. A clinical review was conducted. The photo was an anterior segment photo of a company lens with the slit beam focused on the iol. The photo appears to show 2-3+ glistening throughout the iol (intraocular lens). Glistening refers to the formation of small, fluid filled microascales within the lens material. These vacuoles cause light to scatter but usually has limited or no impact on the patient¿s vision. The phenomenon is linked to the properties of the material of the lens and its incidence is low. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A photo was provided. A clinical review was conducted. The photo was an anterior segment photo of a company lens with the slit beam focused on the iol. The photo appears to show 2-3+ glistening throughout the iol. However, this cannot be confirmed though a photo review only. Glistening refers to the formation of small, fluid filled microascales within the lens material. These vacuoles cause light to scatter but usually has limited or no impact on the patient¿s vision. The manufacturer internal reference number is: (B)(4).